Event description:
The patient had a feeding tube inserted using the cortrak enteral access systems. The cortrak was placed in anonymous mode during the insertion. The patient had ongoing shortness of breath which had increased. Two hours later an x-ray was done revealing a left lung placement resulting in a pneumothorax. A chest tube was not required and the patient is currently on room air.

Manufacturer narrative:
The cortrak was reportedly used in the anonymous mode with no tracings available. The customer did report that the staff is being retrained to use the accounts mode moving forward. The cortrak has not been returned to corpak for evaluation. Corpak has made several attempts and will continue to contact the customer for return of the device for evaluation. Placement into the lung is a known risk of any feeding tube placement procedure. Feeding tube placement is dependent on the patient and clinician not the tube itself.